Event description:
Clinical study: same case as # 6000089-2005-00126. The same day after a drug eluting stenting treatment procedure the patient had a stent thrombosis that required reintervention. The lesion being treated was a 2.7mm 2nd obtuse marginal (2nd ob marg) 90% stenosed artery lesion. The lesion was predilated. The physician then placed a taxus express2 8.8% drug eluting stent in the 2nd ob marg. The next lesion treated was the mid left anterior distal (mid lad), 90% stenosed. The physician placed a taxus express2 8.8% drug eluting stent in the mid lad. After the procedure on the same day the pt developed a stent thrombosis in the mid lad. It was reported that the physician performed a thrombectomy in the mid lad. The physician then placed a guidant vision in the 3nd ob marg. The pt was discharged in 12/2004 with no further complications. In the opinion of the physician the relationship to the taxus stent is "not related."